Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va0g4uu, implanted: (B)(6) 2014, product type lead; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387s-40, lot# va0lv5c, implanted: (B)(6) 2014, product type lead product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported antibiotics were given. The infection site was at the lead-extension junction, and the site was red and swollen.

Event description:
It was reported that there was a cyst at the lead-extension junction. The right side was thus revised to remove the cyst. Impedance testing was performed and there were no product issues. Eight days later the patient was brought in and the lead and extension were removed due to an infection. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.